Event description:
It was reported that the pt's lead moved. A revision was performed. It was noted that the titanium portion had completely slipped out, and the suture was still tied to the silicone portion. No pt symptoms or outcome was reported.

Manufacturer narrative:
Results code: refers to the anchor. Final device analysis of the anchor revealed the anchor was separated. The titanium insert had separated from the silicone portion of the anchor. There was evidence that medical adhesive had been used inside the silicone sleeve to adhere the insert to the silicone. It appeared that the anchor was manufactured correctly. There was evidence of one suture causing an impression on only half of the silicone. This would not secure the anchor tightly to the lead. There was no evidence in the silicone that sutures had been tied completely around the anchor.